Event description:
Report received from an abbott international affiliate of an overdelivery during routine testing. It was reported that during testing at the user facility biomedical engineering department, the device "failed the volume accuracy test". Although requested, no additional information was available.